Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, the taper was determined, to be not reportable. The initial report was forwarded in error. And should be voided.

Event description:
Upon reassessment of the reported event, the taper was determined, to be not reportable. The initial report was forwarded in error .and should be voided.

Manufacturer narrative:
(B)(4). Procode: phx. Concomitant medical products: comp rvs hmrl ti tray 44mm, cat#: 115340, lot#: 680760. Comp rvrs shldr glnsp std 36mm, cat#: 115310, lot#: 590020. Arcom xl 44-36 std hmrl brng, cat#: xl-115363, lot#: 370900. Comp rvrs shdr glen bsplt +ha, cat#: 115330, lot#: 172630. Comp primary stem 14mm std, cat#: 113654, lot#: 007880. Comp rvs cntrl scr 6.5x30mm st, cat#: 115382, lot#: 791300. Comp locking screw 4.75x15mm, cat#: 180500, lot#: 199570. Comp locking screw 4.75x30mm, cat#: 180503, lot#: 199610. Comp locking screw 4.75x30mm, cat#: 180503, lot#: 402230. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02013, 0001825034 - 2020 - 02015, 0001825034 - 2020 - 02016.

Event description:
It was reported that a patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, the patient was revised approximately 9 years due to pain and dysfunction of the shoulder. During the revision, a fractured humeral tray was identified with some instability of the cup. The humeral tray, glenosphere, and bearing were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.